Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general right hemicolectomy surgical procedure, the cadiere forceps instrument does not follow the movements of the surgeon. The procedure was completed with a backup da vinci same instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up and obtained additional information. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred 20 minutes into the procedure. The instrument did move in the intended direction. The timing of the instrument movement was no appropriate. There was no interference and no shakiness or friction. There were no external collisions and the issue was intermittent. The instrument was reinstalled to resolve the issue. The drape was not available.

Manufacturer narrative:
The cadiere forceps were found to have a broken roll gear after the housing was removed. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the roll direction. The grip tips moved in the direction commanded, however a backlash is observed in the roll direction.

Event description:
Refer to h11 for follow-up information.